Event description:
Event description guidant received information that this ventricular lead model 4087 had high impedances and loss of capture with pocket manipulation. The issues occurred in both unipolar and bipolar modes. During an invasive procedure to address the issue, the atrial lead model 4469 was nicked with the laser catheter. Blood was seen inside the insulation.